Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was explanted from the patient's right eye due to anisometropia and the patient being unable to tolerate the optic of the lens. There was no issue with calculation. Another johnson and johnson iol was implanted as replacement (different model, za9003, different diopter, 21.0). There was no patient injury and no medical or surgical intervention was required. At the follow-up visit on jan 25, 2024, the patient was doing well. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 14, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a plastic bag. The lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected, and scratches were observed on the edge of the lens. No issues that could cause or contribute to the complaint issue was observed. The complaint issues "explant" and "unexpected postop refraction" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.